Manufacturer narrative:
All the buttons functioned properly and no button error alarm or moisture damage on keypad traces noted and the keypad connector was fully locked. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error during set changed. Customer stated that the act button was not working. Troubleshooting was done. Customer's blood glucose was 180 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.